Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) pediatric patient experienced peritonitis which was manifested by fever and abdominal pain. The cause of peritonitis was not reported. Eight days prior to the event onset, the patient was hospitalized due to another indication however, it was not reported if the patient was hospitalized for the peritonitis event. One day prior to the event onset, the patient experienced fever. On the same day as the event onset, the patient experienced abdominal pain. One day after the event onset, the patient was treated with vancomycin injection (50mg per day, intraperitoneal, ongoing, duration was not reported) and tazobactam injection (5ml, per day, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.